Event description:
The account alleged the hi/low function is drifting down.

Manufacturer narrative:
Technical support instructed the account to raise the hi/low and unplug the bed to see if the hi/low continues to drift down, and to clean the hi/low brake assembly if it does.